Event description:
Pt receiving left knee scope. Physician requested laser. Laser tip inserted into left knee. Laser set at physician's requested power. (14pps x 58w = 4.142 joules). At first usage laser tip shot out small metal fragments during procedure. Physician stopped usage and cleaned out metal fragments.